Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported implant rupture. Device remains implanted. This relates to an unknown side

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5., h.6.

Event description:
Patient didn't report a complaint against the device. Device has been explanted and replaced. This relates to an unknown side.

Event description:
Patient reported implant rupture. Device remains implanted. This relates to an unknown side